Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient developed limb ischemia and had low flows. The patient had a loss of blood volume during extracorporeal membrane oxygenation insertion, causing low volume status and continuous impella suction alarms. The patient had poor pulses on impella leg. An external bypass via antegrade sheath was placed. An echocardiogram of the heart showed the impella too deep and was repositioned to 81 centimeters. Ecpella therapy continued. Survival outcome at explant noted that the patient expired. The patient's family requested to withdraw care and the patient expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the (death) outcome. Patient's peri-procedural condition was critical.

Manufacturer narrative:
A.5 ethnicity is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.